Event description:
Device operated as intended for 30 minutes when a bellow leak developed during the case in the heat exchanger. The unit was changed out and returned. No additional consequence reported for the patient.